Event description:
The event is reported as: complaint alleges that the device came apart at the seam, discharging water. This occurred during pt use. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.